Event description:
A telephone call was received from pt's mother who reports that sometime in spring of 2005 her son developed an eye infection, while using renu with moistureloc multi-purpose solution. Subsequently, hcp reported pt was seen from 2004 with a diagnosis of microbial keratitis os. Pt presented the same year complaining of irritation os x1 day. Pt admitted to hcp that he had slept in his prescribed daily wear disposable contact lenses the night before. Pt was prescribed zymar ophthalmic solution and was considered recovered prior to that year. (Note: reported product (renu with moistureloc multi-purpose solution) was not mfg during dates of treatment in 2004.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since reported product (renu with moistureloc multi-purpose solution) was not mfg during dates of treatment in 4/2004, no product was returned and lot number provided is for product mfg in 2/2005. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility critiera. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.